Event description:
The customer was hospitalized due to low blood glucose levels. The customer stated that the dr. Has confirmed that basal rate for the morning was too much. The customer reported that she had lower blood glucose levels for the past month. The customer was not connected during prime.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.